Manufacturer narrative:
(B)(4)

Event description:
Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter error was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter error. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation. No injury or medical intervention was reported.